Event description:
It was reported that the product was too tall for site. Maybe an engaging issue.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one healing abutment for evaluation. Visual evaluation was performed, and there was no malfunction when seating/engaging with in-house implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur. There was no malfunction when seating/engaging with in-house implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.